Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented at office consultation due to the device not working properly and a revision surgery was scheduled for two weeks later. During the procedure, a crack was identified in the left cylinder connecting tube. The pump and cylinders were replaced. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented at office consultation due to the device not working properly and a revision surgery was scheduled for two weeks later. Upon surgery, it was found a crack in the left cylinder connecting tube. The pump and cylinders were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump and cylinders were visually and microscopically examined, and leak tested; the cylinders were also pressure tested and the pump was functionally tested. No anomalies were found with the pump and one of the cylinders. The other cylinder had a hole in center of the outer layer, but there was no damage in inner tube. The connecting tubing was not returned for analysis. Based on the information available and analysis results, product analysis was unable to confirm the reported clinical observation of tubing hole/perforated.